Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:h6, h11. The complaint device and radiographs were evaluated, and the reported event was confirmed. The evaluation identified in the pre-revision radiographs, that the humeral tray had disassociated from the humeral stem and had migrated within the joint space. This is consistent with disassembly of the torque defining screw from the humeral stem. The torque defining screw was reviewed. There appeared to be deformation of the superior screw threads. The humeral tray was reviewed. There appeared to be scratching along the backside of the humeral tray. This damage likely occurred following the torque screw disassembly and subsequent migration of the humeral tray throughout the joint space. There also appears to be scratching around almost the entire edge. This damage likely occurred due to unintended articulation within the joint space following the torque screw disassembly from the humeral stem. The humeral liner was reviewed. There did not appear to be any volumetric wear on the articular surface; however, there did appear to be minor scratching. Additionally, there appeared to be edge wear. The cause may be secondary to damage sustained due to unintended articulation within the joint space following the humeral tray disassociation. A review of complaint history determined that no further action is required as no trends were identified. The revision reported was likely the result of torque screw disassembly leading to humeral tray disassociation and subsequent prosthesis wear of the humeral tray and liner. The cause of the disassembly cannot be confirmed from the information provided but may be related to incomplete seating during implantation and or abnormal forces resulting in the screw backing out over time. The wear observed on the humeral liner and humeral tray most likely occurred due to unintended articulation within the joint space following the humeral tray disassembly and subsequent migration. However, the series of events cannot be confirmed and potential contribution of user or patient-related considerations to the event could not be assessed. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: a603756 320-42-00 - insert humeral equinoxe inver 42mm +0 a729365 320-15-05 - vis pour glenosphere equinoxe inversee a793311 320-15-01 - implant glenoidien s/c equinoxe inversee a824622 320-20-30 - vis equinoxe inversee 4.5 x 30 a874509 320-01-42 - glenosphere 42mm equinoxe inversee a897322 300-01-11 - tige humerale equinoxe 11mm press-fit s479068 320-20-30 - vis equinoxe inversee 4.5 x 30 s480629 320-20-30 - vis equinoxe inversee 4.5 x 30 s507364 320-20-30 - vis equinoxe inversee 4.5 x 30 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 72 yo male patient who had a rs rev, underwent a revision procedure. The patient was cleaning his ceiling at home and felt a sudden snap with total functional impotence and pain in his right shoulder. The patient was taken to the or to remove the offending screw and replace it and the plate. There was no device breakage during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are available for return. No device images were provided. No further information. This is 1 of 2 reports for this event.